Manufacturer narrative:
This device was deactivated, and will be returned to bsc for laboratory analysis. At this time there is no additional info. Should additional info become available, this report will be updated.

Event description:
Boston scientific crm received info that this pt, who has an implantable cardioverter defibrillator (ICD) device, passed away. This device delivered several shocks when this pt was in ventricular fibrillation, but only some of the shocks converted the arrhythmia. It was believed this pt died due to cardiac fibrillation, but at this time it is unk whether this device contributed to this pt's death. There were no other adverse pt effects reported.